Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was black. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer called technical support to request the part number of the replacement liquid crystal display (lcd) as the display was blank when the device was powered on. The remote service engineer (rse) provided the customer with the part number and price of the replacement lcd assembly, but the customer has a first-generation lcd and needed to upgrade to a second-generation lcd with user interface (ui) assembly. The rse then supplied the customer with the part number and price of the replacement ui assembly for repair.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the bme confirmed the reported issue after powering on the device and checking the connections. The bme ultimately ordered and installed the replacement user interface assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.